Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. The sample received was visually inspected and no damage nor workmanship defect were detected. Leak testing on the sample received was performed to look for unusual functions. No leaks were detected fleeing from the inj. Site port nor other site. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The most probable root cause are: the inj. Site was received damaged from the supplier. The inj. Site became damage after the product left the manufacturing facilities. A supplier notification was issued in order to knowledge the vendor that the part was involved in a complaint.

Event description:
It was reported that a part of the septum was defective. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07844 is no longer considered reportable, please disregard any MDR reports associated with it.